Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the left ventricular (lv) lead. The lv lead is not a boston scientific product. The healthcare provider (hcp) indicated the patient was in the office and the lv pace impedance measured between 1161 ohm and 1218 ohms, which is within normal specification limits and normal for the patient according to the hcp. The lv threshold was noted to be stable at 1.4 volts at 1.0 milliseconds. The patient was also indicated to be pace therapy dependent so no lv lead r-waves can be measured. Boston scientific technical services (ts) suggested to the hcp to contact the manufacturer of the lv lead for guidance on lead impedance and what is normal for this particular lead. Ts also suggested the hcp try programming the lv lead to the unipolar pacing configuration and see if there are any impedance jumps indicating a lead connection issue with the crt-d device. Lastly, ts suggested the hcp could continue to monitor the patient for any further out of range impedance measurements as the patient has a remote monitoring communicator at home. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the left ventricular (lv) lead. The lv lead is not a boston scientific product. The healthcare provider (hcp) indicated the patient was in the office and the lv pace impedance measured between 1161 ohm and 1218 ohms, which is within normal specification limits and normal for the patient according to the hcp. The lv threshold was noted to be stable at 1.4 volts at 1.0 milliseconds. The patient was also indicated to be pace therapy dependent so no lv lead r-waves can be measured. Boston scientific technical services (ts) suggested to the hcp to contact the manufacturer of the lv lead for guidance on lead impedance and what is normal for this particular lead. Ts also suggested the hcp try programming the lv lead to the unipolar pacing configuration and see if there are any impedance jumps indicating a lead connection issue with the crt-d device. Lastly, ts suggested the hcp could continue to monitor the patient for any further out of range impedance measurements as the patient has a remote monitoring communicator at home. The products remain in-service. No patient symptoms or adverse patient effects were reported.